Event description:
It was reported the patient has a streptococcus infection at the lead site and the patient is hospitalized. The patient is being treated with antibiotics.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient's condition has improved and the patient was discharged from the hospital. Further follow up revealed the infection has resolved.